Event description:
As discovered during a review of imagery received for pre-existing complaints a bent strut was observed on the valve during a brief review of the imagery. The damage to the valve was not previously known and the images provided are limited.

Manufacturer narrative:
Please reference related manufacturer report nos: 2015691-2020-12784 and 2015691-2020-13417. Investigation is ongoing. Not returned for evaluation.